Manufacturer narrative:
(B)(4). Evaluation, results: (calcification). Conclusion: (calcification).

Event description:
A 3.0mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed in to a patient. The target lesion located in the lad was described as calcified with 90% stenosis and was pre-dilated. However, information received from the account confirmed that, prior to attempting a second inflation of the balloon, the physician had pulled back the balloon to reposition then a pinhole rupture was detected on inflation of the balloon to between 9 and 11. The physician commented that there may have been some calcification present. The patient is reported to be fine and no other clinical sequelae were reported. Evaluation summary: medtronic has received the device and its analysis has been completed. Negative purge confirmed the presence of a leak. A small tear was located on the balloon distal to the proximal marker band. A radial scratch was evident near the leak site.